Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Customer received unspecified low sensor results compared to readings obtained on a competitor brand meter and experienced symptoms described as "tiredness, sluggishness", and loss of consciousness. Customer had contact with a healthcare professional and was provided unspecified treatment for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.